Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed and revealed a leak from the air eliminating vent of the 0.22 micron filter. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink mini-volume extension set leaked. This occurred during infusion of 1cc/hr heparin via a neopicc line in the acute pediatrics department. The reporter stated that "condensation" had been noted on the "disc" of the set. The infusion was stopped and the PICC line was clamped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.